Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.1-8.6 cm from connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of auto mode switching caused by atrial oversensing were observed. The noise was reproducible in clinic. The electrical function of the lead was normal. Lead was explanted and replaced. The patient was in stable condition post-procedure.